Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were four previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations tested retains from lot 21678j and did not reproduce the false positive complaint. Root cause was undetermined.

Event description:
Customer reported receiving a suspected false positive result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) lot 21678j, reader sn (B)(4) customer tested negative with a sars-cov-2 pcr test on (B)(6) 2022. Customer reports having covid-like symptoms. Although requested, no additional information was provided regarding this false positive result.